Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, ultrasonic probe loose, water tightness not maintained from the probe mounting part, ultrasonic probe surface peeled off, curved rubber adhesive cracked, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of normal state due to extension of the angle wire, scratches on objective lens, scratches on serpentine tube at the insertion part, scratched on grip, and paint on the air/water supply cylinder peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera ultrasound gastrovideoscope adhesive at the tip peeling off. Upon inspection and testing of the customer returned device, the device ultrasonic probe surface was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the probe surface peeling likely occurred from an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.